Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Root cause could not be determined conclusively, however occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. (B)(4).

Event description:
A center director reported a patient with dry eye at four months post lasik procedure of the right eye. The patient complained the right eye was really dry. Reporter indicated the patient was placed on liftitegrast ophthalmic solution, given artificial tear drops, and advised to use gel tears at night.